Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump displayed error code 1260. Investigation also found that the pump had faulty mp board, and faulty downstream occlusion sensor. Service's replaced the pump faulty mp board, faulty downstream occlusion sensor, rear housing, and overlay. Service's calibrated and reinstall the device software. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information received indicating that the event date and that the fault occurred during testing. Updated fields: date of event, adverse event problem.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1260. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.